Event description:
The reason for call was patient reported they were having some internal issues. Agent asked if there was any reprogramming that needed to be done and patient said no, but there were some problems with the internal stuff that they were going to have to re-do. Patient explained that the leads on the left side of them didn't work and the right side got some stimulation and it worked fine until they put the new battery in, but now nothing seemed to work right and was not treating their pain symptoms anymore. Patient mentioned this had been going on since the recent implant. Agent redirected patient to healthcare provider.

Manufacturer narrative:
Continuation of d10: product ID 39565-30 lot# serial# (B)(6) implanted: (B)(6) 2010 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 39565-30, serial/lot #: (B)(6) ubd: 16-apr-2013, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient who reported the cause of the current implantable neurostimulator (ins) issues was due to them having problems charging their old battery. They reported they replaced the paddle recharger and eventually had the old ins replaced. The issue has been resolved now.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 39565-30, serial# (B)(6), implanted: (B)(6) 2010, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt called back and reported they are having trouble with their stimulation. Pt said before they had the surgery they have stimulation and battery was replaced because it was getting low. Pt mentioned they only have stim on their right side and 10% on their left side. Pt said the rep told their system was old and needed to have a new leads. Pt mentioned they have a scar tissue. Pt stated they had an appointment with their doctor this morning but the rep didn't showed up and they needed to have a new opinion. Pt showed frustration during the call and said they dont have stimulation. Agent reviewed patient services role. Agent sent an email for rep request and set an expectation that the time frame for the callback is not guaranteed and advised to reach out to their hcp to set up an appointment with rep if they haven't got response from mdt rep.